Manufacturer narrative:
H6: a review of the manufacturing records met pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that, on (B)(6), 2026, the patient underwent endovascular treatment for an abdominal aortic aneurysm using the gore® excluder® conformable aaa endoprosthesis, gore® excluder® aaa endoprostheses and gore® dryseal flex introducer sheaths as accessories. Initially, coil embolization of the left internal iliac artery was attempted via a right-sided approach across the aortic bifurcation; however, the procedure was technically challenging. Subsequently, an 18fr sheath was inserted from the right side, but it was difficult to advance it through a severely tortuous segment of the access vessel. Therefore, the guidewire was exchanged for a stiffer wire, and the trunk ipsilateral leg (cxt321414) and the right contralateral leg (plc271000j) were inserted. However, due to the use of the stiff guidewire, the trunk ipsilateral leg deployed in a nearly upright configuration, making it difficult to position the device at the originally intended position. A 14fr sheath was then inserted from the left side, and the left contralateral leg (plc141400j) was deployed. Final angiography demonstrated an endoleak. A proximal type I endoleak or a type ii endoleak via the inferior mesenteric artery was suspected; however, as the endoleak was minimal, no additional treatment was performed, and the procedure was completed with planned observation. After wound closure, decreased distal perfusion of the right lower extremity was noted, and thrombectomy was performed using a fogarty catheter. The patient's vasculature was characterized by extensive thrombus burden, severe calcification and tortuosity. However, the timing and cause of the embolic shower could not be determined.